Manufacturer narrative:
One device was returned for analysis of complaint that that device failed accuracy. Complaint was not confirmed during delivery accuracy testing (accounting for 6% and spec limits the pump passes accuracy). Review of event log found no relevant information. Review of service history found no relevant information. Visual and functional testing was performed. Inspection found a "loose/bent latch lock¿. Replaced the downstream occlusion (dso) seal as a preventative measure. The device passed all testing post repair.

Event description:
It was reported that the unit failed the accuracy test +7% during testing.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.